Event description:
Medtronic received a report that a pipeline failed to open at the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the right posterior communicating artery with a max diameter of 3mm and a 4mm neck diameter. The landing zone was 2.9mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered and the angiographic result post procedure was a contrast agent retention within the aneurysm. It was reported that after the femoral artery puncture and establishment of the treatment access, the microcatheter was positioned, and a ped-450-16 stent was advanced in place and deployed. However, after being pushed out, the distal end of the stent failed to open properly. To ensure procedural safety, the stent was removed, and burrs were found at the distal end of the stent. There was failure to open at the distal section. The pipeline was not positioned in a bend and more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times and no additional steps or other devices were required to open the pipeline. Additionally, the pipeline was resheathed and removed with the microcatheter. The pipeline an all devices were prepared as indicated in the IFU. No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the causes of the failure to open was noted as, "the stent could not open properly after being pushed out of the microcatheter. After removal from the patient's body, burr was found on the distal end of the stent."